Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt's mother reported that the pt's insulin sensitivity factor was not correctly entered into the pump. This value has been corrected, and the pt has continued to use the device with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt experienced hypoglycemia and was treated with a glucagon injection.